Event description:
Found there was a small tear in the bag toward the top where the bag feeds into tubing at the top right of the cassette. This resulted in a small spill of medication already inside the bag.